Event description:
Per the surgeon's report, this pt could not hear with her cochlear implant. It was determined that the electrode array had been incorrectly implanted in the hypotympanium instead of the cochlea. The surgeon explanted the device and reimplanted a new one in 2006.

Manufacturer narrative:
This type of event is addressed in the device labeling.